Manufacturer narrative:
Approximate event date.

Event description:
It was reported that the patient has been experiencing issues with an inflatable penile prosthesis (ipp) implanted four years ago as the device does not fully inflate. A gurgling noise from pump is heard and the bulb of the pump goes and stays flat. No revision has been scheduled for the moment.